Manufacturer narrative:
The reported event of loss of capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead exhibited failure to capture. The lv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.